Event description:
It was reported a PICC solo catheter with catheter model 8194118 and batch number regt3379 was inserted into the patient in the oncology department in mid (B)(6) 2023. After extubation on (B)(6) 2023, it was found that the middle part of the catheter was leaking, and the catheter was not broken in the patient's body. The patient needs continuous chemotherapy. The catheter had only been in use for 5 months and a PICC is needed for subsequent treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.